Manufacturer narrative:
Additional information was received from a tandem clinical diabetes specialist on (B)(6) 2017 that the customer was hospitalized as a result of the elevated blood glucose level that occurred on (B)(6) 2017. Multiple follow up attempts were made to gather more information regarding the reported issue. However, no information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unexpected elevated blood glucose (bg) level of over 600 (mg/dl). A manual injection was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.